Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and discomfort in the chest. The implantable pulse generator (ipg) exhibited sensing issue. It was further reported that the pacing lead exhibited lead warning, oversensing and a polarity switch occurred. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.